Manufacturer narrative:
Concomitant product: product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator for reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient's stimulator and lead which was implanted on (B)(6) 2011 was removed due to an infection with (B)(6). Information regarding the time frame, intervention, symptom and diagnostics regarding the event was not provided. Follow up has been conducted to obtain this information and if additional information is received a follow up report will be sent.